Event description:
It was reported that dissection occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad). The target lesion was pre-dilated with a 2.75 x 12 semi compliant balloon. The 2.75 x 38 promus elite mr drug eluting stent was deployed to treat the target lesion. There were no issues during stent deployment. The balloon was fully inflated, and the stent fully deployed at 11 atmospheres. After the stent was post dilated at 18 atmospheres with a 3.00 x 12mm non compliant balloon, a dissection occurred at the proximal edge of the stent. A 3.00 x 12 promus elite stent was deployed proximally and overlapping to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.